Manufacturer narrative:
Additional information in section d10 concomitant product. The customer performed troubleshooting procedures with no resolution and service was dispatched. The field service representative (fsr) inspected the alinity c processing module and determined the clogged nozzle, c4, 2, #3 (rohs) contributed to the result issue. The fsr removed the obstruction and the issue was resolved. Issue resolution was verified with a passing quality control (qc) run. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with nozzle, c4, 2, #3 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number ac07719 or the nozzle, c4, 2, #3 (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed decreased alinity c magnesium generated from alinity c processing module and provided the following data: customer normal range: 1.6-2.6 mg/dl. Patient information: 77 year old female. Sample ID (B)(6) initial result was 1.0 mg/dl (generated from sn aco7719). Repeat on another analyzer (sn: (B)(6)) result was 1.3 mg/dl. Patient previous result was 1.6 there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID is (B)(6).

Event description:
The customer observed decreased alinity c magnesium generated from alinity c processing module and provided the following data: customer normal range: 1.6-2.6 mg/dl. Patient information: 77-year-old female. Sample ID (B)(6) initial result was 1.0 mg/dl (generated from sn aco7719). Repeat on another analyzer (sn: (B)(6)) result was 1.3 mg/dl. Patient previous result was 1.6 there was no reported impact to patient management.